Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr2876 showed three other similar product complaint(s) from this lot number.

Event description:
It was reportedper-q-cath plus 2f single-lumen PICC with stiffening stylet basic tray (30 cm) related resistance to get out the guide wire during the procedure of passage PICC, and after remove the same, was observed leakage/puncture of catheter and was necessary to remove it, unfeasible the use. No other information provided.